Event description:
It was reported that this insertable cardiac monitor (icm) device exhibited false pause events because of undersensing the patient rhythm. Boston scientific technical services (ts) received a call from the boston scientific representative. Ts reviewed per request. Ts provided there has been undersensing of the patient rhythm since implant. Ts provided the icm device has stored false pause events because of undersensing the intermittent low amplitude patient rhythm. Ts advised all false pause events were stored at night, so it is possible the intermittent low amplitude is positional. Additional information from the boston scientific representative provided subsequently the icm device was explanted and replaced. A new boston scientific icm device was implanted. The boston scientific representative provided the newly implanted icm device had significantly higher amplitudes. The icm device has been returned to boston scientific. There were no adverse patient effects.

Manufacturer narrative:
Product has been returned and product investigation completed. Analysis of the returned device found no evidence of device malfunction or failure. As a result, evaluation conclusion code "no problem detected" was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) device exhibited false pause events because of undersensing the patient rhythm. Boston scientific technical services (ts) received a call from the boston scientific representative. Ts reviewed per request. Ts provided there has been undersensing of the patient rhythm since implant. Ts provided the icm device has stored false pause events because of undersensing the intermittent low amplitude patient rhythm. Ts advised all false pause events were stored at night, so it is possible the intermittent low amplitude is positional. Additional information from the boston scientific representative provided subsequently the icm device was explanted and replaced. A new boston scientific icm device was implanted. The boston scientific representative provided the newly implanted icm device had significantly higher amplitudes. The icm device has been returned to boston scientific. There were no adverse patient effects.